Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The user experienced a "low bat" alarm followed by the shut-down of the device. After the perfusionist arrived a couple minutes later the unit was back on and the "valve" message was displayed. According to the information available by the manufacturer at this time the malfunction protection system of the device was performing as specified by displaying the "low bat" message. The device shut off before the user reacted to the warning and reconnected the unit to the power supply, as directed in the instructions for use (IFU). Therefore the unit shut off. If the device is reconnected to the power supply and starting up again, it is part of the self-test of the device to display the "valve" message (as described in the IFU) to ensure that the user has clamps available and the zero-calibration of the device is performed. The "clamp" button needs to be pushed to clear the valve message and proceed with the start-up of the device. Based on the information available to the manufacturer at this time a malfunction of the device cannot be confirmed and the event experienced was most likely caused by improper handling of the device. However, the device will be evaluated by a maquet field service technician to ensure all specifications are met. No information was provided why the set was replaced the morning before the event occurred. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that the patient was being treated with a rotaflow system. The weaning phase had started for some time. Sunday morning at 11:00 am the complete disposable set was changed by perfusionist including the rotaflow drive. The perfusionist remembers no difficulties. At sunday afternoon 15:00 pm the ic nurse noticed an audio alarm and "low bat" message. The perfusionist was called but before the perfusionist arrived (a few minutes after the alarm) the complete unit switched off. When the perfusionist arrived the unit was back on, and flashed a "valve" message. For unknown reason the restart of the pump did not succeed and the hand-crank was used until the system was replaced. On the next day, monday afternoon around 15:30 pm, the rotaflow treatment was ended because patient was recovered enough. An injury resulting of the rotaflow stop is not likely because during the pump stop, the minimum blood pressure was still 64/36 mmhg (lowest value). (B)(4).

Manufacturer narrative:
The unit is maintained and tested by the biomed in the hospital. The device was not returned to the manufacturing facility for any evaluation or testing. The fault was found during patient treatment. There was no patient harm or injury reported.

Event description:
(B)(4).